Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the patient. Hc incident report reference no (B)(4); submitted to hc ((B)(6)) by the patient. (B)(4). The complaint device was implanted and is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system was implanted into the patient during a procedure performed on (B)(6) 2021. After the procedure, the patient began to experience urinary tract infections with fever. The patient had to go through hospitalizations to remove the kidney stones. Subsequently, the operation has caused the patient a lot of damage to her quality of life.